Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported for over a year and a half they have been seeing oor message settings not available, cannot provide desired intensity settings. Pt stated this message only displays in group c and not groups a or b. Agent reviewed message and the pt was redirected to manufacturing representative (rep) and healthcare provider (hcp) to further address. No symptoms were reported. Additional information received from the manufacturer representative reported that the cause of the issue was one of the electrodes was high. They were able to program around the electrode and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# (B)(6) implanted: (B)(6) 2019, product type lead product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2019, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient's ins and leads were removed on (B)(6) 2026.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2019, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2019, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6) ); product type: 0200-lead; implant date (B)(6) 2019; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2019 ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was patient stated their lead was not working. Patient stated they have had leads break or stop working before. Patient mentioned they have tried to change the settings and reset the controller but that did not resolve the issue. Patient mentioned they met with their doctor and were told to look for a clinic that could cater to their stimulator. Patient was looking for list of doctors that could assist them. Agent sent patient an email with physician listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that months and months ago they noticed that the leads had migrated from what they were at and that was why they were not getting relief. Patient stated that they met with a manufacturer representative at the hospital on (B)(6) and the representative told the patient that they needed to have the leads replaced. Patient mentioned that their insurance was approving the surgery to replace the leads but they would not replace the battery. Patient asked if it was safe to leave the implant in or if they should have it removed. Agent reviewed information with the patient. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a manufacturer representative (rep). It was reported that a rep saw the patient on (B)(6). Based on the x ray taken that day, the clinician speculated that the leads potentially migrated because the patient was not feeling the stimulation in the desired location. They were unable to find the initial implant x-ray to compare lead location with the new x ray taken. The lead migration was not reported because it could not be confirmed. Additional information was received from a manufacturer representative (rep). It was reported that they did not have the initial x-rays so the physician believed it was placed too low or migrated. It was the physician's recommendation to have the device replaced.